Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump, but the pump did not shut down due to the issue. There was no adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.